Manufacturer narrative:
The device catalog and lot number not provided. Also, the event date, implant date, and patient information is not known. The device was not returned and no other information is available. Without the delivery system, catalog and lot number and additional information/details, no further investigation can be performed.

Event description:
"Stroke: this event was reported by the following physician in the abstract of the 46th conference of (B)(6) society for vascular surgery. On (B)(6) 2018, an interview with the physician was undertaken to confirm if this event happened by using this relay plus device or not. Consequently, it was confirmed that this relay plus device was used in tevar after y-graft replacement, and the patient had a stroke. However, the detailed information such as the clinical treatment and outcome, and patient's condition was not obtained."